Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china was cracked and leaked. The following information was provided by the initial reporter: when the nurse was sealing the indwelling needle for the child, she found that there was a crack in the wall of the needle and it was leaking. The syringe was immediately replaced and the tube was sealed again. The child had no complaints of discomfort.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2006104. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were identified. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd (B)(6) was cracked and leaked. The following information was provided by the initial reporter: when the nurse was sealing the indwelling needle for the child, she found that there was a crack in the wall of the needle and it was leaking. The syringe was immediately replaced and the tube was sealed again. The child had no complaints of discomfort.